Event description:
It was reported that the patient presented in clinic for initial implant procedure on (B)(6) 2025. During procedure, it was found that the right ventricular (rv) leadless pacemaker (lp) exhibited a stretched helix. The rvlp was not implanted, and an alternate near at hand was implanted instead. There were no patient consequences.

Manufacturer narrative:
The reported event of stretched helix was confirmed. Visual inspection noticed the helix was stretched out of specification. The helix elongation is consistent with having occurred during the implant procedure caused by the end-user. Electrical and mechanical analysis, and longevity assessment were normal with no anomalies found. Review of the device history record (DHR) indicates that each manufacturing and inspection operation was performed, and the device passed all tests prior to its distribution.